Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with an on-device glucose of 346 mg/dl and a confirmatory fingerstick of 402 mg/dl after a larger meal and dessert; an ¿insulin low¿ alert was present with approximately 11 units remaining, and the user completed a full cartridge and disposable supply change before resuming insulin delivery. Symptoms included elevated blood glucose. Outcomes included agent-facilitated troubleshooting and education with planned follow-up to confirm downward glucose trend, without hospitalization. Investigation included user coaching on supply replacement and confirmation of resumed insulin delivery. Investigation of this case revealed no device malfunction reported by the user and that the event was consistent with postprandial hyperglycemia with limited available insulin prior to the supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.